Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one devices. The visual inspection of the returned product noted; the inner seal of the threaded anchor was disengaging from the device. The obturator, cannula and trocar were not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the seal did not completely disengage from the device.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. Prior to use, a part like seal was coming out of the device. The event occurred during the procedure but the product was not used on the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.